Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of constant air alarms was confirmed during review of the event history log. The assignable cause was a defective air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. The user interface software version is 5.09.90.

Event description:
The facility representative reported a colleague infusion pump which experienced a constant false air in line alarm. It is unknown which process step the reported condition occurred during. There was no report of patient involvement, and therefore, no report of patient injury or medical intervention. The software version for this device is currently unknown. No additional information is available at this time.